Event description:
It was reported that the patient presented at office consultation because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed and a fluid leak was found, suspected in the reservoir. The device was removed and replaced and there were no patient complications reported.